Event description:
A report was rec'd that the pt is experiencing pain on the left side. The physician decided to pull the pt's leads into the ipg pocket site to eliminate the possibility of the leads hitting a nerve. The physician will not take any further course of action as the pt is doing well.